Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide with a 6fr sheath, after a diagnostic procedure. Reportedly, the proglide device could not be placed in the artery to deploy the sutures, due to a previously placed stent located in the external iliac. The stent was positioned just proximal of the puncture site and the stent prevented placement of the proglide sutures. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device was not returned. It was initially reported that the device would be returned for evaluation. Subsequent information revealed the device was discarded. A failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.